Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported to rep that there were 5 mako pka revisions on 5 different patients due to femoral loosening. Surgeon raised a concern that too little bone cement was able to be placed in the femur to set the implant after the implant was placed and will try implanting some cement prior to device implantation to aid stability.

Manufacturer narrative:
Corrected to unk_ofl. An event regarding loosening involving an unknown mako implant was reported. The event was not confirmed. Not performed as product was not returned no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported to rep that there were 5 mako pka revisions on 5 different patients due to femoral loosening. Surgeon raised a concern that too little bone cement was able to be placed in the femur to set the implant after the implant was placed and will try implanting some cement prior to device implantation to aid stability.